Event description:
The nurse reported a system message displayed. They were unable to clear the system message and the surgeon was not willing to use their back up unit. One case was cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found the solenoid spacer worn. The solenoid spacers were replaced and sent for in-house evaluation. Preventive maintenance was performed and then the system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 06/05/2009.